Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a prismaflex m100, a fluid leakage was observed at the return line venous luer connector. There was no patient injury, medical intervention related to this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation, however two pictures were received. The visual inspection of the provided pictures showed the leakage was due to a crack on the return luer connector. The reported condition was confirmed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.